Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer's family reported the consumer had a fever that lasted two (2) weeks, the body temperature was 38-42 degrees, the consumer was still in local hospital, but the consumer was in fever. The reason for the fever was unknown and the components involved included the consumer's implantable neurostimulator (ins). The consumer's medical history included parkinson's disease. There was a 50% or more reduction in symptoms. It was unknown if any troubleshooting was done or if there were any actions planned beyond hospital stay to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.